Event description:
Reason for explant stated as "infection" on explant form.

Manufacturer narrative:
Information reviewed from the valve's device history record and the additional testing performed through the analysis laboratory indicated this valve was a normal functioning prosthesis which complied with co specifications at the time of MFR. Results of this information remain inconclusive due to the fact co has not received additional information which may have aided in the evaluation of this explanted valve. The vegetations referred to by dr. Were not observable by another upon the valve's return to co. It is possibly any vegetations observed intraoperatively were removed prior to the valve being returned for evaluation. The cause of the infection remains unk; however, it was not due to an intrinsic valve defect.